Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high capture threshold, loss of capture, r-wave amplitude variation, and a decrease in impedance were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed the rv lead was dislocated. The rv lead was repositioned to resolve the event and the patient was in stable condition.